Event description:
The device was returned for pneumatic valve 1 leak rate failure. The device logs confirm the failure of valve one. Before the device was opened, a mock infusion was attempted but a spontaneous thermolytic event occurred, burning out a connector on the main pcba at position d11. No other physical damage was located. The main pcba and valve 1 will be replaced and pump will undergo all functional testing. The reported issue was confirmed.

Event description:
The following has been reported: pump problem alarm, service needed no patient harm a preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.